Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient fell into the water while white water rafting and began to panic. The implantable cardioverter-defibrillator noted a ventricular tachycardia and provided high voltage therapy. Upon review, the physician did not agree with the diagnosis of the device. Programming changes were made. The patient was stable.